Event description:
As reported: "subject: (B)(6). Perform fracture study. Delayed union: radiologist noted a delayed union; bone not yet consolidated at 6 month mark".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned, but evidences were provided based on provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was implanted. Since data and x-rays were provided, the opinion of a medical expert was sought and stated as follows: the subject had a severely displaced fracture dislocation of the proximal humerus. The patient was treated with a perform fracture stem in a hemiarthroplasty configuration. The greater tuberosity was reattached as good as was achievable. At 6-months, the image shows a posterior located greater tuberosity that has not yet fully consolidated (but most likely it will). There are no images at 1-year available (yet). In the character of displaced proximal humeral fractures, bone fragments can lose their vascularity during the trauma, jeopardizing/slowing down fracture healing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(4) perform fracture study. Delayed union. Radiologist noted a delayed union; bone not yet consolidated at 6 month mark".